Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a big hole on the patient¿s back. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care specialist is applying several different lotions/creams for skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.